Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was found unconscious by the husband. The husband took a fingerstick and the blood glucose reading was 23 mg/dl and the cgm device was displaying a sensor error at that moment. The husband called the emergencies and when the paramedics arrived another fingerstick was taken and the blood glucose reading was 20 mg/dl. The patient was treated with intravenous glucose. No further treatment was reported to be needed and it was not reported that the patient went to the hospital. At the time of the report the patient was stable. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.